Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), abdominal pain lower ("extreme cramping"), weight increased ("weight gain"), abdominal distension ("bloating"), dyspareunia ("pain with intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache, abdominal pain lower, weight increased, abdominal distension, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain, dysmenorrhea, headaches, menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns adult patient. Lab data was added. Essure insertion and removal date was added. Essure lot number was added. Essure indication was added. Following events: abnormal bleeding (menorrhagia/ vaginal) and dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("chronic pelvic pain/pain/ lower right side and left side") and genital haemorrhage ("heavy prolonged bleeding") in a 25-year-old female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, 23 days after insertion of essure, the patient experienced fatigue ("fatigue,"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), abdominal pain lower ("extreme cramping"), abdominal distension ("bloating") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of the essure implant. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, rash, headache, abdominal pain lower, weight increased, abdominal distension, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 171 lbs. Approximate weight at the time of essure placement 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain, dysmenorrhea, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-sep-2018: new pfs received- new events added: nausea, fatigue, perforation of fallopian tube were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), abdominal pain lower ("extreme cramping"), weight increased ("weight gain"), abdominal distension ("bloating"), dyspareunia ("pain with intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of the essure implant). Essure was removed on (B)(4) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache, abdominal pain lower, weight increased, abdominal distension, dyspareunia, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-feb-2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain, dysmenorrhea, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), headache ("headaches"), abdominal pain lower ("extreme cramping"), weight increased ("weight gain"), abdominal distension ("bloating") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache, abdominal pain lower, weight increased, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage, headache, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.